Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was deployed and with two tines en gaged, the tether was cut. Electrical measurements were within normal limits but there was significant movement of the ipg noted. A decision was made to remove the ipg using a snare but it was unsuccessful. Based on the satisfactory measurements and the two tines still engaged, the ipg was left in use and the patient was monitored closely as the physician was anxious the ipg may dislodge due to the movement observed. A device check two days post-operatively showed no change in the measurements or position of the ipg. The ipg remains in use. No patient complications have been reported as a result of this event.